Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown, implanted, explanted. Product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated they were able to interrogate patient's right ins with newer tablet (ct900e) without issue but when trying to connect with left ins, tablet keeps spinning and won't connect; no error messages were seen at all. Caller had already replaced communicator batteries and connected communicator to tablet with cord with no success. Caller last interrogated left ins in feb-2023 without issue and battery was at 2.95v. Caller stated patient hasn't reported anything specific with the left ins - patient has had general decline in condition but nothing that would make the caller suspect anything with the left ins. Caller reboot tablet and rebooted communicator twice and upon trying to connect to ins, wheel kept spinning. Caller was able to connect to left ins with 37642 which showed ins was at the same amplitude as before, ins was on and battery was at 2.93v. Patient has had no recent cardioversions or medical procedures. Caller attempted to interrogate left ins with old tablet (ct900d) with same result with spinning wheel and unable to conn ect. Tech services (tss) had caller perform ins reset with a610 (on ct900e) but upon trying to interrogate left ins, tablet still wouldn't connect. Tss had caller interrogate right ins with 37642 and at the same time attempt to connect to with ct900e - at one point, the tablet appeared to start interrogating the ins but then quickly went back to spinning wheel. Caller attempted to interrogate right ins with ct900d tablet but wheel kept spinning so they used ct900e tablet to connect successfully as they had at the beginning of the appointment. While in-session with the right ins, caller used the ct900d to attempt to interrogate the left ins but received spinning wheel again. Tss had caller try again to interrogate left ins with ct900e while the right ins was both not in-session and in-session with the 37642 and both resulted in spinning wheel again. Caller wanted to increase left ins amplitude so they successfully did that with the 37642. Tss suggested they could use an 8840 to attempt to interrogate the left ins but everything will be cleared - caller had an 8840 but didn't want to spend more time troubleshooting today and may try that in the future. The issue was not resolved through troubleshooting. Tss provided case number to caller and redirected them to contact healthcare it when they are able to provide log files. Caller mentioned having to perform ins reset before, that they were familiar with pulling tablet reports and that they had to use an 8840 to connect with an ins for a previous patient. No symptoms reported.